Manufacturer narrative:
Pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage found on the motor also. Pump had cracked case at display window corners, battery tube threads, broken belt clip slot, minor scratched display window.

Event description:
The father of a customer reported via phone call that the insulin pump was worn in a swimming pool and does not work. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.